Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: (B)(4) user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for hi blood glucose test results. The customer is concerned with tests results from results obtained of hi, 433 and 259 mg/dl (not fasting). The customer's expected fasting blood glucose test result range is 97 - 140 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6)2017, a back to back blood test was not performed by the customer. The product is stored according to specification. The test strip lot manufacturer's expiration date is 04/30/2019 and open vial date is (B)(6)2017. The meter memory was reviewed for previous test result history (time not set): a 433mg/dl (B)(6)2017 12:00 pm fasting:no. A 161mg/dl (B)(6)2017 12:00 pm fasting:no. A 178mg/dl (B)(6)2017 12:00 am fasting:no. A 259mg/dl (B)(6)2017 12:00 pm fasting:no. Hi (B)(6)2017 12:00 pm fasting:no. Memory concerns:hi, 433, 259, 178, 161mg/dl. Time not verified.